Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician cleaned and lubricated the side rail center arm assembly latch mechanism to resolve the issue.